Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a misaligned pump head gasket was confirmed by baxter personnel during product evaluation. The root cause was assigned to a miss-fitting gasket between the main body and the pump module. The gasket was replaced to correct this condition. Baxter has received similar reports for the reported problem. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a misaligned pumphead gasket. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention in association with this event. This device is an unremediated colleague pump with a user interface module software version of 7.01.00. No additional information is available.